Event description:
A ventilator was returned to the manufacturer because the device did not meet the acceptance criteria of the evaluation process due to an allegation of a screen issue. During the evaluation of the device at the manufacturer's service center, the complaint was confirmed. The lcd needs to be replaced. The device was scrapped.